Event description:
The registered ICU nurse reported the physician had turned the im3 licox device several turns before attempting to place the 110-4l intracranial pressure monitoring catheter. Upon insertion of the catheter the intracranial probe had to of been too tight and too far down on the bolt because once the catheter was implanted to brain tissue, the intracranial pressure reading was real high. The surgeon used two intracranial pressure monitoring catheters (110-4l) but only saved one to return for evaluation.